Event description:
The device was returned to the manufacturer after being explanted due to reaching elective replacement indicator (eri).the device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4195 left ventricular (lv) lead: (B)(6) 2008. 5076 implantable pacing lead: (B)(6) 2008. (B)(4).